Event description:
It was reported that during a laparoscopic appendectomy case, a new device had to be opened.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023 b3: unknown, assumed first day of month that complaint was reported. D4: batch # x96f8u additional information was requested and the following was obtained: how did device jammed?: on first fire. Did device jammed (not fire clips)?: yes. Did device not feed clips?: not sure, couldn¿t pull trigger without a large amount of force and didn¿t want to risk having it break into pieces. Did device drop or eject clips?: unsure. Did device sideways feed clips?: no. Did device fire malformed clips?: no. Did device fire scissored clips?: no. If other please specify. This is the second time one of these devices jammed on first fire, the one to load the first clip. Unable to force trigger down. Is the current patient status known?: yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)no". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned inside the packaging opened with the trigger closed. In addition, another opened packaging(298c79) was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 21 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.